Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked every hour and experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was treated with the insulin pump and manual injection and the customer experienced symptoms such as nausea, and head fog. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump system within 48 hours and the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0872 inches. Pump fails the self test due to pump error 63. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thus to download history/trace files. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 51 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 3 no delivery alarm during bolus: start date (B)(6)2023 01:27:06.000 end date (B)(6)2023 08:04:48.000 . 1 no delivery alarm during priming: start date (B)(6)2023 08:14:00.000 3 no delivery alarm during bolus: start date (B)(6)2023 11:59:34.000 end date (B)(6)2023 17:23:14.000. 4 no delivery alarm during basal: start date (B)(6)2023 05:01:00.000 end date (B)(6)2023 06:04:00.000. 1 no delivery alarm during priming: start date (B)(6)2023 06:13:27.000 1 no delivery alarm during bolus: start date (B)(6)2023 06:16:46.000 1 no delivery alarm during priming: start date (B)(6)2023 06:26:00.000 4 no delivery alarm during bolus: start date (B)(6) 2023 13:00:48.000 end date (B)(6) 2023 19:14:46.000 . 2 no delivery alarm during priming: start date (B)(6) 2023 19:17:03.000 end date (B)(6) 2023 19:18:49.000. 1 no delivery alarm during bolus: start date (B)(6) 2023 03:39:46.000 3 no delivery alarm during priming: start date (B)(6) 2023 03:47:41.000 end date (B)(6) 2023 03:51:55.000 . 1 no delivery alarm during bolus: start date (B)(6)2023 07:18:24.000 1 no delivery alarm during priming: start date (B)(6)2023 07:21:06.000 1 no delivery alarm during bolus: start date (B)(6)2023 12:39:10.000 1 no delivery alarm during priming: start date (B)(6)2023 12:46:33.000 1 no delivery alarm during bolus: start date (B)(6)2023 16:34:20.000 1 no delivery alarm during priming: start date (B)(6)2023 16:41:27.000 1 no delivery alarm during bolus: start date (B)(6)2023 16:43:06.000 1 no delivery alarm during priming: start date (B)(6)2023 16:51:07.000 3 no delivery alarm during bolus: start date (B)(6)2023 16:58:03.000 end date (B)(6)2023 21:20:00.000 . 7 no delivery alarm during priming: start date (B)(6) 2023 21:24:56.000 end date (B)(6)2023 21:35:02.000. 2 no delivery alarm during basal: start date (B)(6)/2023 06:21:00.000 end date (B)(6) 2023 06:31:00.000. 1 no delivery alarm during priming: start date (B)(6) 2023 07:05:21.000 6 no delivery alarm during bolus: start date (B)(6) 2023 09:29:06.000 end date (B)(6) 2023 21:03:04.000 the following alarms/alerts were noted during analysis: pump error 63 variable 03 on (B)(6) 2023 07:16:01.000. Keypad overlay was peeled and keypad traces were inspected: found cracked solder joint on pin 6 of ic u1. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Pump error 63 confirmed due to cracked solder joint. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.